Event description:
The customer reported low bgs. The customer was disconnected during rewind and prime. Reviewed priming technique. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. Suggested that the customer call their doctor to discuss possible causes of low sugar level. In addition, the customer was pregnant and had been readjusting their settings several times a week.